Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4). Linked to # (B)(4). Related MDR's: #3011649314-2026-00580, related MDR's: #3011649314-2026-00582, related MDR's: #3011649314-2026-00583, related MDR's: #3011649314-2026-00584.

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 54-year-old male patient presented to his (B)(6) office with concerns related to previously placed dental implants. The initial implant placement was performed on (B)(6) 2025 at tooth locations #07, #10, and #26. It was reported that the implants were placed after immediate extraction and were immediately loaded. The patient presented with the issue on (B)(6) 2026 during the final prosthesis impression. During the examination, the doctor discovered that the implants had failed to osseointegrate. As a result, the implants were removed on (B)(6) 2026 without the use of any instruments and were replaced. It was reported that a prefabricated abutment was used, and the patient experienced symptoms of infection, which resolved after implant removal. The prosthesis consisted of a full arch prosthesis, and the opposing arch also consisted of a full arch screw retained prosthesis. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. The patient had type ii bone quality and fair oral hygiene. It was also reported that the patient underwent an additional implants placement procedure at tooth locations #19 and #31.